Event description:
It was reported that an ilet pump was dropped after falling out of a pocket, resulting in screen delamination and subsequent difficulty using the device; the user reverted to subcutaneous insulin via pen and a replacement device was arranged. Symptoms included irritation and elevated blood glucose, with a reported value of 210 mg/dl. Outcomes included device damage with loss of normal screen function and impact to glucose control. Investigation included collection of event details and coordination for device return. Investigation of this case revealed device damage consistent with external physical impact to the display assembly, with no reported device alerts. It was concluded, based on previously established findings for similar reports, that the cause was user-handling¿related physical damage due to a drop.